Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii.

Event description:
Healthcare professional reported ¿damage to both implants¿ and capsular contracture, baker grade ii-iii. This record is for the left side. Device was explanted and replaced with another manufacturer's device.

Event description:
Later, healthcare professional reported "rupture".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed two openings assessed as fold flaw opening and surgical damage. As per the investigation procedure wear abrasion and creases completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.